Event description:
Reported 1 false positive sars result for one patient. The customer did not have more information and declined troubleshooting.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.